Manufacturer narrative:
The technician found that the brake casters had damaged stems which also damaged the brake caster supports. An investigation was performed and this issue was addressed under an engineering change. The technician replaced the brake caster, brake steer caster and supports to resolve the issue. Based on this info, no further action is required.

Event description:
The technician reported the brake casters do not hold. The bed was located in the bed repair area at the facility. There was no pt/user injury reported. (B)(4).